Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device was unable to measure thresholds over the past year. Each time it exhibited a programmer error. The clinician thought it was due to the fact that the device was "aging". The device has now reached elective replacement indicator (eri), and it remains in use. No patient complications have been reported as a result of this event.